Event description:
Low levels of diluent (volume) in wells 43 and h12. No alarm/no error message was generated by the summit. Reseated all lld (liquid level detection) springs, cleaned and lubed arm assembly.